Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly, seal and the anchor tab were returned inside of the loading device. The seal was located under the window of the loading device; it was partially unraveled. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for unraveled seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that an incident occurred with the heartstring iii device. The hospital has advised that add'l info related to the event, including patient info and details regarding the procedure, is not available. The results of the device eval conducted on (B)(6) 2013 confirmed a malfunction deeming this a reportable event.